Event description:
Trident liner and femoral head exchange due to patient dislocation caused by laxity of soft tissues.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. Device evaluation, history review or complaint history could not be performed as no items associated with the event were returned or made available. Insufficient information was received for review with a clinical consultant. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the reported device, x-rays, operative reports as well as patient history, follow-up notes and pathology reports are needed to complete the investigation for determining a root cause. The reported event regarding dislocation involving a trident liner was not confirmed.

Event description:
Trident liner and femoral head exchange due to patient dislocation caused by laxity of soft tissues.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.